Event description:
Caller reported that pump quick bolus/wake button was difficult to press and/or required multiple presses to turn on pump screen. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.